Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Non-revision due to incision eruption. The incision had trouble closing due to internal stitches erupting toward the surface. Steri-strips were used and the patient is under restricted activity. This event report was received through clnical data collection activities.